Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6 has failed cubie and drawer not opening smoothly. A field service engineer replaced both rails as they were bent; the cubie was removed and replaced by the customer. The customer was informed that proper permissions were required to perform recovery, as most technicians were restricted from loading and unloading due to the epic conversion. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the latch was broken. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.